Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the high pressure alarm on the pneupac ventilators parapac plus failed to alarm. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One smiths medical ventilator was returned for evaluation. Visual inspection found the device to be in good physical condition. Performed initial check by connecting dut to 50 psi air and occluding patient port. It was noted that the pneumatic alarm did not function, confirming reported customer complaint. Replaced alarm reed and holder, resulting in device passing all functional tests. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.